Event description:
On (B)(6) 2010, prior to endovascular treatment of a thoracic aortic aneurysm, a bypass procedure to branch arteries of the abdominal aorta was performed. On (B)(6), 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3420/7750966, tgt3715/7662384). An intra-procedure imaging revealed a type ii endoleak, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6), 2010, a follow-up imaging revealed a type ii endoleak had persisted. On (B)(6), 2010, the superior mesenteric artery was coil-embolized to treat the type ii endoleak. On (B)(6), 2010, the patient was discharged of the hospital with the endoleak still remaining. Aneurysm diameter was 60mm at the time of hospital discharge. On (B)(6), 2011, in six-month follow-up study, it was revealed that the type ii endoleak had been resolved. On (B)(6), 2011, in two-year follow-up study, a type ii endoleak was revealed again. Aneurysm diameter had remained unchanged. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2012, in three-year follow-up study, aneurysm diameter had remained unchanged. It was unknown if endoleaks had been present.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.